Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The field service engineer (fse) was dispatched on 9 november 2016. The fse replaced the pump assembly and adjusted the flow rate. The pump rectified the flow adjustment. The fse replaced the 2 way buffer valves but the results are still receiving h varient peaks, then the fse replaced the column preheater, all peak tubing, and decontaminated the system. Mutliple patient samples were tested on the instrument after the decontamination process and the results were within range and did not show any h varience peaks. The g8 was working as intended. No further action required by fse. The probable cause of the event was contamination of the pump unit.

Event description:
On (B)(6) 2016 a customer reported receiving sa1c retention flag on a patients result. The customer reported the retention times are 0.62-0.63 and the range is between 0.57-0.61. The column count was 876, filter count 72, pressure 8.27 and filter flow rate was 1.12. Technical support group (tsg) advised the customer to adjust the filter flow rate to 1.15. The customer repowered the instrument, warmed it up, ran the fluid primes and followed the procedure in the manual to adjust the filter flow rate. Customer indicated to the tsg that they had 3-4 filter flows adjustments since (B)(6) 2016 and asked for further investigation on the instrument by the field service engineers. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.